Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 71cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mmx12mm emerge¿ balloon catheter was advanced for dilatation. However, during introduction, the shaft broke halfway from the hub to the end of the shaft. The device was removed completely from the patient by pulling it out and was exchanged with another balloon catheter. The procedure was completed with stent implantation. No patient complications were reported and the patient's status was fine.